Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported thrombus on the device occurred. In (B)(6) 2017 a left atrial appendage (laa) closure procedure was successfully performed. A watchman ® laa closure device was implanted. In (B)(6) 2017 a follow up transesophageal echocardiogram (tee) revealed a 1.0 x 0.8 cm thrombus on the device. The patient had been treated with dual anti-platelet therapy post implant and was then changed to heparin. In (B)(6) 2017 another tee revealed the thrombus size was reduced to 0.7 x 0.3 cm. The patient will remain on heparin until the next follow up appointment. There was no clinical event. The patient's condition was stable.

Manufacturer narrative:
Upn updated from unknown to (B)(4). Catalog/model # updated from unknown to ws-2406. Device lot number updated from unknown to 18929655. Device expiration date updated from unknown to 02/28/2019. Device manufactured date updated from unknown to 03/07/2016. Bsc ID: (B)(4) / tw ID: (B)(4).

Event description:
It was reported thrombus on the device occurred. In (B)(6) 2017 a left atrial appendage (laa) closure procedure was successfully performed. A watchman ® laa closure device was implanted. In (B)(6) 2017 a follow up transesophageal echocardiogram (tee) revealed a 1.0 x0.8 cm thrombus on the device. The patient had been treated with dual anti-platelet therapy post implant and was then changed to heparin. In (B)(6) 2017 another tee revealed the thrombus size was reduced to 0.7x0.3cm. The patient will remain on heparin until the next follow up appointment. There was no clinical event. The patient's condition was stable.